Event description:
It has been reported to philips that the geometry movements were unavailable. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the planned treatment/non-emergency treatment got delayed for less than 20 minutes and completed by restarting the system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the geometry movements were unavailable. Review of the system log file showed position slip state occurring on the longitudinal motor assembly. To resolve the issue, rse instructed the biomed to perform the longitudinal position calibrations of the c-arm stand. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The device stand (floor or ceiling mounted) allows positioning of the detector and x-ray tube in relation to the patient table. The movement of the stand is motorized using the control module located on the side of the bed or pedestal. If necessary, it is possible to move the stand manually using the handles and brake controls on the side of the stand. The side handle on the stand releases the brakes of balanced movements. Balanced movements are longitudinal, lateral and l-arm rotation movements. The rotation and angulation movements of the c-arm are not balanced and cannot be moved manually. If there is a malfunction of the handle which enables manual movements there is an additional handle on the other side of the c-arm which can assist in obtaining the desired position over the region of interest, therefore the loss of manual movement is not likely to cause or contribute to death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.